Event description:
It was reported the patient presented in clinic for follow up. Upon interrogation, it was discovered the right ventricular lead oversensed noise, when triggered pacing inhibition. No changes or intervention was performed; the device will continue to be monitored. The patient was in stable condition.